Event description:
During surgery when the surgeon inserted the locking screw, it did not lock with the plate. Therefore, the surgeon changed the locking screw to a new same size screw and completed the procedure.

Manufacturer narrative:
Investigation in progress but not yet complete.